Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for evaluation and the evaluation found the adhesive of the tip lid fixing screw peeled off, there was ultrasonic probe damage, there was angle knob play, a partial missing ultrasonic image, a floating acoustic lens surface, a floating bent rubber adhesive part, a chipped curved rubber adhesive part, a cracked curved rubber adhesive part, a scratch on the gripping section, a scratch on oredome of image guide tube, a scratch on objective lens, scratches on illumination lens, scratches on the image guide tube and a crushed image guide tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope had defects in the ultrasound probe. The issue was found during inspection for use for a diagnostic, endoscopic ultrasound-guided fine-needle aspiration procedure. The procedure was completed with the same set of equipment. The device was returned for evaluation. During the device evaluation, the adhesive adhesion of the tip lid fixing screw peeled off and there was ultrasonic probe damage found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed ultrasound probe acoustic lens peeling and adhesive peeling of tip lid fixing screws issues could not be determined, however, the issues were likely the result stress due to user handling/mishandling and or chemical stress resulting from the device cleaning/reprocessing process. The event may be prevented by following the instructions for use which state: do not bend or hit the probe tip, insertion section, connection section, etc. With strong force. Do not kick, pull, twist, or drop it stomach. Damage to the device may result in injury to body cavities, burns, bleeding, perforation, or parts may fall off. Olympus will continue to monitor field performance for this device.